Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage found on keypad traces. No button error alarms noted. Device had broken battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 224 mg/dl. Troubleshooting was performed. The device was returned for analysis.